Event description:
Corrected information: there was no delay.

Manufacturer narrative:
(B)(4). As per the log review, the occluder is calibrated at 09:17:09 am and the 0% position is 1090 (probably no tube installed). The normal calibrated 0% position is in the mid 1600's. At 02:20:10 pm, while pulling the slider down, an unexpected stall occurs at position 1619 (tube installed). This will cause the occluder to become uncalibrated as reported. Calibration should always be performed with the tube installed. There is no indication of a problem with the occluder in the log.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure the occluder module commanded to re-calibrate. The occluder module was fully opened and an error message "cal" was shown on its central control monitor (ccm) slidebar. The clinical engineer used forceps to resolve the problem. The surgical procedure was completed successfully. There was delay, no blood loss, nor adverse consequences to the patient. Per clinical review: as per clinical review, the log analysis and complaint information was assessed and the incident was able to be assessed clinically. The logs indicate the venous occluder was calibrated incorrectly by the user. It was calibrated without tubing installed in the occluder head. The instructions for use (IFU) guides the user to place tubing in the occluder head prior to calibration. Incorrect calibration can lead to premature stalling of the occluder and the user interface will indicate the occluder needs to be calibrated, again. According to the logs, this incident occured 3 hours into cpb which was during the last 30 minutes of cpb. Mechanical tubing clamps are available and used by all users and they would have been used to provide venous line occlusion as needed, to complete the procedure. This would not have delayed the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.